Manufacturer narrative:
(B)(4). Eval, results: eval of the returned product found that the battery springs inside the battery compartment are bent. The alarm does power on when using new batteries and passes all functional tests. There is no visible damage to the alarm case. (B)(4).

Event description:
The customer reported that the alarm has no power when tested with new batteries and that there is no visible damage to the alarm case, battery door or battery spring contacts. There was no pt incident or injury reported. Inspection of the returned product found that the alarm does have power and the battery springs inside the battery compartment are bent.